Event description:
Rf surgical sponge did not respond to the radio-frequency detection device during an operation. This problem occurred with one sponge within a pack of ten sponges. Operation was an open foot procedure at the (B)(6) center.